Event description:
The patient received his scs system including a rechargeable ipg on (B)(6) 2009. It was reported that when he presses on the ipg-implant area, he experiences an overstimulation sensation. The reported sensation is felt in his legs and is said to occur only when the stimulator is functioning. The patient has undergone reprogramming on several occasions. In addition, an x-ray was taken; however, no visible system anomalies were observed. In an effort to resolve this matter, the pt's ipg was explanted and replaced on (B)(6) 2011. The explanted ipg was returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.